Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between may 29-30, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from the administration tubing. While filling the device with antibiotics, it was observed that there was a hole in the tubing which resulted in a leak. It was also observed that the device was leaking during storage. This issue occurred prior to patient use. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.